Event description:
Patient's lfs meter would not power on. Patient was feeling dizzy and weak, so they tested on a friend's meter, who had a meter which read 312mg/dl and another meter which read 303mg/dl. Patient did not seek medical attention. Ccr checked the batteries and they are good and is correctly installed and meter still has no power. Ccr is sending a replacement meter.